Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed out infusion sets to address the alarm, but issue was not resolved. Customer's blood glucose was 200-220 mg/dl.